Manufacturer narrative:
Method: DHR and complaint history review. Conclusion: device was manufactured prior to design change.

Event description:
It was reported that, "at the completion of the surgery, dr. Expressed to sales associate that the patella clamp was not working properly. Upon the return of the instrument set to the office, it was noted that the clamp would not close completely and remain closed."